Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed, as cracked valve seat diaphragm valve, one opening on posterior assessed, as surgical damage, and one opening on patch/shell bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: crease flat is observed, wear abrasion is observed, brown particles in shell are observed. No further actions are required, as the device was implanted.